Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained when processing a patient sample on a vitros eciq immunodiagnostic system.. The assignable cause could not be determined. Limited information was provided by the customer. It is not known if the customer is following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to the event. It is possible that cellular debris was present in the affected samples, although, this could not be confirmed. Historical quality control results were requested but not provided. A reagent issue cannot be ruled out as a potentially contributing factor. Within run precision testing was not provided. An instrument issue cannot be ruled out as a contributing factor.

Event description:
A customer obtained a non-reproducible, higher than expected vitros tropi es result when processing a patient sample on a vitros eciq immunodiagnostic system. Patient sample result of 0.168 ng/ml vs. The expected result of <0.012 ng/ml a biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected vitros tropi es result was reported from the laboratory. A corrected report were later issued. There were no changes in treatment based solely on the higher than expected tropi es results. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).